Event description:
The lay user / patient contacted lifescan (lfs) (B)(4) on (B)(6) 2011 alleging inaccurate erratic readings on their one touch vita meter. A medical surveillance specialist (mss) sent follow up questions; however, the customer care advocate (cca) was unsuccessful to get in contact with the patient. The following is based on the initial call placed by the patient on (B)(6) 2011. The patient mentioned that on (B)(6) 2011 at an unspecified time they tested on their one touch vita meter and obtained a 140 mg/dl and another result, which was not provided by the patient. The patient took their usual dosage of medication. Approximately 10 minutes later, the patient developed "hypoglycemia". The patient then self-treated with food/drink and did not seek any further medical attention. The patient was not tested on another device. The product was replaced and requested back. No further clinical information as provided. It would have been helpful to know the patient's diabetes regimen, how much insulin the patient had taken, how soon after treatment the patient felt better and whether the patient tested after treatment. It would have also been helpful to know the exact symptoms the patient had experienced. It would have also been helpful to know the other reading the patient obtained on their meter. The complaint is being reported since the patient alleged that due to the alleged erratic reading, he had taken insulin and 10 minutes later developed symptoms of "hypoglycemia".

Manufacturer narrative:
The 510 (k) # is k082513. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (10/04/2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6), 2011 the meter was tested and no faults were found. A DHR (device history record) was also completed for this product and no deviations, non-conformances, or reworks were observed. On (B)(6), 2011 the test strips were tested and the primary complaint was not confirmed. However, a secondary issue was noted: the label on the vial of test strips was found to have illegible overprint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.